Event description:
I used a product called a fasciablaster: it caused spider veins and inflammation, which led to fluid buildup in my ear and vertigo. I ended up in (B)(6) four times because of it. It also messed with my hormones. I had two periods in a month with huge blood clots and spotting between cycles. I began having night sweats, fatigue, constant headaches, earaches, and malaise. I skipped my next menstrual cycle, and during my following cycle. I had blood clots the size of half of my fist. The creator of this product censors her page and deletes negative comments to hide these serious side effects from the public. She also steals pictures from plastic surgery sites to use for her before and after pictures. She advertised the product as a registered FDA class 1 medical device to get rid of cellulitis. The fasciablaster has bpa, and when healing and oiling as directed through her protocols, the chemical absorbs into the skin and disrupts hormones.